Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 377860, lot# v006266, implanted: (B)(6) 2006, product type: lead; product ID 377860, lot# v006266, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. They experienced pain and the battery pack was laying on the sciatic nerve. She was having some problems from it as well. It was removed in (B)(6) 2012 at the same time a different manufacturer¿s device was implanted. Pump information was requested and anti-inflammatory medication was asked about. It was noted that the patient had burning in her spine from l1 to s1. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, and how the patient recovered from this historical event. This event will be updated if additional information is received.